Manufacturer narrative:
The patient experienced peritonitis on an unknown date in (B)(6) 2016. The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique resulting in peritonitis. The breach was further described as performing pd therapy with a fan on in the room. The patient was not hospitalized. The patient was treated with unspecified antibiotics and was recovered from the peritonitis event. Pd therapy was ongoing. It was not reported if the patient was retrained on proper aseptic technique. Additional information is not available.